Event description:
It was reported that the patient was symptomatic when the device went to elective replacement indicator (eri). The device showed low battery voltage and different measurements. The device was believed to be changed out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.